Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic tapp inguinal hernia repair. The instruments did not fire staples and jammed. The staple was misformed and caught up in the distal end of the stapler. To complete the procedure, a third stapler was used successfully. No patient injury or extension in surgical time. Patient status is alive, no injury.